Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The customer reported the system shut down without command. There is no report of injury or death associated with the event described in this complaint.